Event description:
It was reported that the attachment began overheating and froze up during a surgical procedure. There was no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was excess corrosion and surgical debris being "pumped" into the attachment during use. The front of the attachment has a gap between the bur pilot and the outer housing, which has the potential to allow debris to enter the attachment. Once enough debris builds up in an attachment, it may start to corrode the components, including the bearings, and then not work properly, or the debris can physically bind up the attachment. Service repaired and returned the device to the customer.